Manufacturer narrative:
Rb is awaiting the return of the product for quality analysis and also follow up information regarding the reported incident. Upon reporting the incident the consumer was able to provide details of the product name, batch number and expiry date, therefore enabling rb to review the process records and release testing results from the point of initial manufacture and check retained samples for the specific batch identified. The company's assessment is serious with a relatedness of possible.

Event description:
Patient had difficulty breathing [dyspnoea], patient's mouth was swollen [mouth swelling], patient had itchy skin [pruritus], patient got an allergic reaction in mouth [hypersensitivity]. Case description: initial report, received date: 20-aug-2018. Received from consumer relations, country: (B)(6), (B)(4). Medical device: durex real feel condom. Batch no.: 100423839. Expiry date: 01-jan-2021. Case (B)(4) is a report sent by a consumer which refers to a male (B)(6). It was reported that on (B)(6) 2018, a (B)(6) male patient used durex real feel condom for an unknown indication. Patient stated that he used the durex real feel on saturday (B)(6) 2018 and got an allergic reaction in his mouth. He stated that it felt like an anaphylactic shock. He stated that his mouth was swollen, difficulty breathing and itchy skin. He stated that he took benadryl and a shower, and he felt better. He said that he was allergic to milk. Treatment had been reported but it was unclear which events were treated. Information received 21-aug-2018, patient stated that he had used the durex real feel condoms a few weeks ago and after putting it on he started to feel itching in his mouth and then when he tried again he had the same reaction in his mouth. He took benadryl with both instances of the reaction, he also stated that the reaction did not last long due to taking the benadryl. This case has been deemed serious due to a condition necessitating medical or surgical intervention to prevent serious deterioration in health. Follow up has been requested to obtain further information. The company's assessment is serious with a relatedness of possible and unanticipated. Case outcome: recovered / resolved.